Manufacturer narrative:
Combination product: yes, the icds ¿acticor 7 hf-t qp df4 is4 promri¿ and ¿rivacor 7 hf-t qp df4 is4 promri¿ as well as a fragment of the lead ¿sentus promri otw qp l-85¿ were returned for analysis. The lead ¿protego promri s 65¿ was not returned. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Acticor 7 hf-t qp df4 is4 promri: the device was received and analyzed. Upon receipt, the ICD was interrogated, revealing the battery status bos. The memory content of the ICD was inspected, revealing no anomalies. The header of the ICD was inspected, revealing no anomalies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the device was fully functional. There was no indication of a device malfunction. Rivacor 7 hf-t qp df4 is4 promri: upon receipt, a small fragment of the lv lead was still connected to the header bore of the ICD. The ICD was interrogated, revealing the battery status bos. The amount of charge taken from the battery was verified, indicating the battery status to be normal and as expected. The header of the ICD was inspected in detail. In agreement with the clinical observation, removal of the lead fragment was difficult. Once the lead fragment could be removed, coagulated blood rests were noted inside the header bore as well as on the lead fragment. The root cause was not conclusively determinable, however, it is reasonable to assume that the coagulated blood let to the reported difficulties during the lead extraction. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, there was no indication of a material or manufacturing problem. Sentus promri otw qp l-85: the connector fragment of the lead was available for analysis. During the mechanical analysis, the connector fragment could be pulled out of the header with slightly increased resistance. The lead connector most likely stuck due to dried blood. Clear traces of blood were visible on the lead connector, especially around the sealing lips. In conclusion, there was no indication of a material or manufacturing problem.

Manufacturer narrative:
Combination product: yes.

Event description:
There was rv lead impedance alert via remote monitoring. During the ICD replacement a new rv lead was added.